Manufacturer narrative:
Patient weight not available from the site. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intra/peri-operatively during the navigate task of a procedure, while setting up for case, the site noted that the system showed "localizer not connected" message. Technical services (ts) had the site exit the procedure, that did not resolve the issue. Ts then had the site shut down system, wait until all components were powered off, then restarted the system. The site logged on to the account and waited for functionality to be restored, and the site noted that the tumor resection procedure was grayed out. The site was able to go to biopsy to confirm the camera was green status and when they did so, they closed out the procedure and were able to load tumor without issues. There was a delay to the procedure of less than one hour.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The software logs were reviewed but provided no additional insight into the cause of the reported event. If information is provided in the future, a supplemental report will be issued.